Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Telephone number: (B)(6). The device is not returned as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a line-like scratch was noted on the optic of the intraocular lens (iol) after full implantation. The surgeon reported no issues with delivery of the iol and no crack on the cartridge tip. There was no reported patient injury. No additional information was provided.